Event description:
Where the metaneb circuit connects to the metaneb unit, it doesn't seem to create a good seal. When the patient exhales, minimal pressure is generated and there is a leak around this connection point. We were able to replicate this with two circuits on two different metaneb machines. Both circuits were from the same lot # (lot # 4351wa). Manufacturer response for device, positive pressure breathing, intermittent, the metaneb® system (per site reporter). Manufacturer issued a return label and the product was presumably returned. There has been no further communication on the product failure.